Manufacturer narrative:
The customer's allegation of bluetooth communication defect could not be tested as no product related to this case is expected to be returned. This case is set to not verified, no investigation possible based on the iu's inability to test for the customer allegation. No product was returned.

Event description:
On (B)(6) 2013, the patient's mother reported that her daughter experienced an elevated blood glucose level in the 300's mg/dl and she was vomiting and very thirsty. She took her to the emergency room where she was given an IV to flush her ketones which were low to moderate. The patient was also given an IV of insulin before going to the hospital. She was released when her blood glucose level was in the 290's mg/dl. The patient's mother stated that she thought when programming a bolus on the blood glucose monitor, if the monitor and infusion device was not communicating, it would deliver the bolus once they began communicating again. It was explained to the patient's mother, that the monitor and device have to be communicating when programming a bolus for the bolus to be delivered. No product was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product requested to be returned.